Event description:
A report was received that the patient had a possible infection at the incision site. The patient's symptoms were tenderness and not healing. The patient was prescribed oral antibiotics. The physician assessed that the patient had a reaction to the internal sutures and believes it is related to the procedure. The physician removed the stitch and the patient is now reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70, serial: (B)(4), description: linear 3-6 lead, 70cm.